Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed one patient with a falsely elevated tacrolimus result while using the architect tacrolimus assay. The following results were provided: the first specimen was collected before 8:00 am: initial result: over 30 ng/ml, retested after dilution: 54 ng/ml. After the patient received tacrolimus a new specimen was tested at 10:30 am, generating a result of 5.38 ng/ml (trough value). The customer indicated that this patient usually has a trough value of 3-4 ng/ml. The specimen was sent to a reference lab and generated similar results (specific results data not provided). No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, design history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. Returns were not available. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. An accuracy testing protocol was executed to evaluate the performance of reagent lot 79026m800; an internal panel was tested with retained kits of the likely cause reagent lot. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an increase in complaint activity related to falsely elevated results for the lot un question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tacrolimus reagent, list 01l77, lot 79026m800, was identified.